Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. (B)(4). Initial reporter: address unavailable. Bd corporate address used. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had one that appeared to be covered in graphite. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for black foreign matter with the incident lot was observed. The customer samples were evaluated using fourier-transform infrared spectroscopy-attenuated total reflectance ftir (atr) and inductively coupled plasma optical emission spectroscopy (icp-oes) no issues relating to elevated lead level with the tube were observed. The device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for black foreign matter with the incident lot was observed. The customer samples were evaluated using fourier-transform infrared spectroscopy-attenuated total reflectance ftir (atr) and inductively coupled plasma optical emission spectroscopy (icp-oes) no issues relating to elevated lead level with the tube were observed. Based on the investigation the true root cause for the black foreign matter found on the outside of the tube walls could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.